Event description:
Country of complaint: (B)(6). Needle detachment; occurs while coming out of skin during suturing, or when removed from package and grasping the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open racepack. There are no previous complaints of this code/batch. (B)(4). The sample shows splitting of the thread. The thread is still attached to the needle. No closed sample have been received from the customer, samples from stock were analyzed. Tested the needle attachment of the sample from our stock and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is accepted for isolated needle detachment, however, not corresponding (not justified) per test results and document review. Actions on product: not applicable. Corrective/preventive actions: not applicable.